Manufacturer narrative:
H3. Product analysis #705632495:analysis information -- (B)(6) 2023, 13:39:37 cst pli# 10 product ID# 8637-20 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified wear on the motor o-ring for gear number three. As no catheter was returned, none could be analyzed for any possible contributory effects to the customer complaint. Continuation of d10: product ID 8731sc lot# serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine (4.0 mg/ml at 1.3262 mg/day) and morphine (20.0 mg/ml at 6.631 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had catheter exploration yesterday because the residual volume (6ml) was more than the expected volume (unk ml) and the patient was experiencing more pain. A dye study was not done but in catheter exploration, the physician was unable to aspirate. The physician removed the catheter connector and found that the spinal segment was not patent. The physician opted to replace whole system (pump and catheter). It was reported that the catheter was not returned for analysis because it was in pieces from the explant.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc lot# serial#: (B)(6); implanted: on (B)(6) 2009; explanted: on (B)(6) 2023; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot#: (B)(6), ubd: 28-jan-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.